Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) addressed a customer report that mini drawer 1.8 had failed frequently and could not be recovered. Upon inspection, a sticky substance was found inside the mini drawer housing, causing the mini controller to stick and not move freely. The mini controller was replaced, and the sticky substance was cleaned from inside the drawer. Operation was verified using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es or7 a hardware failure occurred with the propofol drawer. The customer was unable to perform a hardware recovery, and the system displayed a required maintenance message. It was further noted that the mini tray, located at the end of the row, was catching on the side framing of the unit when attempted to open, resulted on a failed storage space condition and preventing normal operation. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.